Event description:
It was reported that this system triggered a lead safety switch (lss) alert due to high within range pacing impedances in the right ventricular (rv) lead. Technical services (ts) reviewed the event and determined that the impedances increase was gradual. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the pacemaker entered elective replacement indicator (eri) two days after of having still four months of battery. Technical services (ts) reviewed the event and stated that the longevity reduction was due to an increase in the right ventricular (rv) lead output programmed during an evaluation. Additionally, this rv lead exhibited out-of-range pacing impedance, measuring 2098 ohms. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv was surgically capped due to high out of range pacing impedances and high pacing thresholds. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This rv lead has not been received for analysis.

Event description:
It was reported that this system triggered a lead safety switch (lss) alert due to high within range pacing impedances in the right ventricular (rv) lead. Technical services (ts) reviewed the event and determined that the impedances increase was gradual. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the pacemaker entered elective replacement indicator (eri) two days after of having still four months of battery. Technical services (ts) reviewed the event and stated that the longevity reduction was due to an increase in the right ventricular (rv) lead output programmed during an evaluation. Additionally, this rv lead exhibited out-of-range pacing impedance, measuring 2098 ohms. No adverse patient effects were reported. This rv lead remains in service.